Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue during the evaluation, the ac inlet connector was found to be damaged. The device's ac inlet connector was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's lcd screen was gray. There was no harm or injury reported.